Manufacturer narrative:
Concomitant medical devices: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(6).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient's battery was end of service so it was replaced. During the replacement they decided to replace the lead due to lack of response. They were unable to troubleshoot as the patient's battery was out of energy. The issue was resolved. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine what the lead issue was and to determine the cause. If additional information is received, a follow-up report will be sent.